Event description:
The customer reported that while pipetting an hbsag plate on summit the tech observed that not enough conjugate was added to well c4. No error code was generated. No death or serious injury was associated with this complaint.